Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the pump was in good physical condition. A review of the event history log found motor rate error in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The cause of the reported problem was related to the leadscrew not operating as intended. The root cause of the issue could not be determined. To resolve the problem, the leadscrew and clutch halves were replaced.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.